Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, with 4 devices, a cuff miss [suture retrieval issue] occurred. The suture of another prostyle device was successfully pre-placed. However, when attempting to pre-place an additional prostyle suture, a foot separation was noted upon device removal. A surgical cut down was performed to remove the separated footplate. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. The one pre-placed suture was removed, and hemostasis was achieved surgically [manual suturing]. There was no reported adverse patient sequela. However, a clinically significant delay was reported [as a result of the cut down]. No additional information was provided.

Manufacturer narrative:
The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.